Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The user facility returned one used and six new electrodes for evaluation from the same lot, 16174p03l002. The evaluation confirmed the loop wire of the electrode was broken off and missing. A microscope inspection was performed and found the distal tips of the yellow colored insulation were charred. The charred markings indicate there was as an electrical arc or a high temperature event occurred around the area. In addition, two new electrodes were tested with olympus equipment and the electrodes functioned appropriately.

Manufacturer narrative:
The two electrodes with broken loops were not returned for evaluation. However, based on similar reported complaints the most probable cause of the reported event are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal. If additional information becomes available or if the device is returned to olympus for evaluation at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop of two electrodes broke and fell off into the patient during a hysteron-resection procedure. It was unknown if the device fragments were retrieved from the patient. The intended procedure was completed using a different device. No patient injury was reported.

Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.